Event description:
A journal article was reviewed which contained information regarding these lead models. Multiple patients and multiple failure modes and infection and patient death were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead fracture, high thresholds, poor sensing. The status of the leads are unknown. The infection was reported as not related to the lead however the lead was removed. The patient death was reported due to a stroke approximately seven years after the lead implant, however a lead associated thromboembolic event could not be conclusively excluded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. The date of death is not known and is estimated based on the publication date. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: long-term follow-up shows excellent transmural atrial lead performance in patients with complex congenital heart disease. Circulation. Arrhythmia and electrophysiology. 2014;7(4):652-657. (B)(4).